Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: the pump's black box showed several unexplained pump reboot events. The battery compartment was undamaged and a test battery cap was able to fit securely to the pump. The pump was able to perform the prime steps with no power issues. The alleged issue of a no power complaint could not be duplicated during the investigation.